Event description:
It was reported by the rep that the device was used during a laparoscopic hernia repair. It was reported after firing ten staples without a flaw, the ems began to make incomplete staples. The staples were falling off the mesh during firing. The device was pulled out and the surgeon feels there was a jam of the firing head, distorting the remainder of the staples being fired. There was no consequence to the pt. 10/30/1998 info was given to the rep by the ethicon, inc rep. The case was completed using a new ems.